Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported uncoiling issue with the hst iii system (3.8mm). No patient injury was reported.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/30/2023. A visual inspection was conducted on 05/31/2023. Signs of clinical use and evidence of blood was observed on the delivery device. The seal was returned outside the delivery device, unraveled from the center of the seal and was not returned with the tension spring assembly. The tension spring assembly was not returned for evaluation. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "unraveled material" was not confirmed. The lot # 3000292796 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.